Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device had a scratch. A visual inspection was performed and showed the scope to have distal tip damage and a dented outertube. This damage is caused by contact with another source. No manufacturing related defects observed.

Event description:
It was reported that the device had a scratch. No backup was available. No patient injuries nor delay were reported.